Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 457 and 399 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom closet. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date is (B)(6) 2017. Customer stated she has not had any recent changes in her daily routine such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: a 320mg/dl, (B)(6) 2017 03:02 pm, fasting:yes. A 399mg/dl, (B)(6) 2017 05:12 pm, fasting:yes. A 257mg/dl, (B)(6) 2017 12:54 pm, fasting:yes. A 302mg/dl, (B)(6) 2017 06:24 am, fasting:yes. A 246mg/dl, (B)(6) 2017 04:30 am, fasting:yes. Memory concerns:399mg/dl, 457mg/dl.